Event description:
This is not a one time occurence. My daughter uses the g7 dexcom receiver for type 1 diabetes. For the last year and a half, the readings have been wildly inaccurate; dexcom says 125, finger prick says 40. Dexcom says 350, finger prick is 280. Dexcom says 270, finger prick says 380, and so on. The dexcom follow app also fails to alert of highs or lows, or says "no data," even though it's working fine on her end. I've contacted dexcom dozens of times to no avail, they just send another replacement that ends up having the same issues, or say they'll escalate it to their tech team. These devices have become dangerous when they are supposed to provide peace of mind. People are literally dying from these sensors because we used to be able to trust their accuracy. Sure, they weren't perfect and 100%, but they were much closer than the last year or two. There is an entire group with thousands of members on facebook dedicated to g6/7 complaints, with thousands and thousands of posts with these same issues. Other groups on facebook for dexcom sensors all have the same complaints. Do something before more people die for fault products and negligence. This is insane and should not be happening at such a high rate.